Event description:
It was reported that the catheter was replaced due to an inflammatory mass that developed at the catheter tip. The patient began experiencing numbness down the leg. An MRI confirmed the inflammatory mass covering approximately 1 vertebral body at t9. The physician removed the existing catheter and replaced it with a new catheter below the inflammatory mass. The patient status at the time of the report was no injury or adverse event. The device system was used to deliver infumorph and baclofen. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type catheter. Only the catheter was returned for analysis. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Final analysis of the catheter found acceptable testing. Only a portion of the distal segment was received for analysis. As received, there was no tissue or other foreign material attached to the distal tip. The dispensing holes were un-occluded as received. The catheter segment was patent as received.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.